Manufacturer narrative:
Device evaluation summary: the analysis results showed several creases in both views. Leak testing revealed a tear within a crease in the anterior aspect measuring approximately 0.7 cm. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number 238442. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017.

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor smooth round spectrum 575cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 560cc, catalog number 3503560, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2019. This report contains supplemental information for mentor asr reference number 238442.